Manufacturer narrative:
On 9/26/19, a non-mentor device was received, and it confirmed that there was no adverse event associated with a mentor device. The relevant fields have been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified saline implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient underwent bilateral removal and replacement with two 650cc mentor memorygel breast implants (left (catalog# 3506501bc, serial #:(B)(4)), right (catalog #: 3506501bc,(B)(4)))on (B)(6) 2019.